Event description:
Bullet tip pioneer cage 14 mm x 26 mm, ref 32-14-26, lot 039953, expiration date 2013-10 broke when attempting to implant during l4-5 laminectomy with fusion. All pieces removed, no patient harm. Representative to follow up with company.